Manufacturer narrative:
Analysis of the catheter found the pump connector damaged at explant. There was no leaking seen during pressure testing. Conclusion was updated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen 2,000 mcg/ml at 500 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. During a routine battery change, the healthcare professional noticed that the connector was not all the way attached. A partial explant occurred on (B)(6) 2016. To replace the pump connector. No diagnostics were performed. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.